Event description:
It was reported that the customer had problems seeing the screen of the insulin pump because it had bad scratches on it. Customer stated that the battery is hard to remove and he is unable to remove the battery cap. Customer's blood glucose level was 129 mg/dl. Customer was advised to monitor the pump closely if they continue to use the pump. Insulin pump needs to be replaced. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with stripped battery icon slot, cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.